Event description:
It was reported that the nurse noticed the temperature of the cable was hot and when she moved it to unplug it, the cable's plastic came off. There was no reported pt or user involvement or injury.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.